Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin and ceftazidime (doses, routes and frequencies not reported) for the peritonitis. The patient was later discharged from the hospital and recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13d04090 and h13e03032 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but did not indicate any issues related to the reported event. A batch review was conducted for potentially associated lot numbers h13f12023 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional follow up information was received from a nurse. It was reported that the patient experienced two recurrent peritonitis events after the first onset of peritonitis. The first reoccurrence of peritonitis occurred six days after the first onset of peritonitis. Twenty five days later the patient experienced a second reoccurrence of peritonitis. The patient was hospitalized for all thee occurrences of peritonitis. The cause was unable to be confirmed. The cause of the second recurrence of peritonitis was unable to be confirmed. The patient was retrained on aseptic technique and feminine hygiene. At the time of this report, the peritonitis event was still ongoing but improved. Should additional relevant information become available, a supplemental report will be submitted.